Event description:
Info received indicates the head of the bed won't go up.

Manufacturer narrative:
The technician found the shroud near the CPR lever on the base fame was loose and holding the CPR lever down. There was no head up, knee up or extension functions. The technician repositioned the shroud and secured it to repair the bed.